Manufacturer narrative:
Because the complainant never returned the device for evaluation, mmdg has been unable to confirm the validity of the complaint or determine its cause.

Event description:
The initial reporter stated: "patient's 6 set curlin 1.2 micron filter 94" administration tubing pulled apart. The location of the defect was downstream from the curlin pump. Pictures of the defective curlin tubing were sent to me and shows the tubing pulled out from the connector that attaches the central line. Patient's mother has the defective tubing and packaging from the tubing. Unknown amount of tpn was infused and patient had some unknown amount of blood loss." (B)(4).